Event description:
Anesthesia attending recognized a leak when priming the cadd [continuous ambulatory drug delivery] administration set prior to patient use and identified defective equipment. New tubing provided and there was no patient impact.